Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a positive culture was identified from the driveline exit site. The patient did not have fevers, chills, erythema, swelling, or tenderness at the driveline site. There were no gastrointestinal symptoms, and an abdominal CT scan did not show signs of infection in the abdomen or pelvis. The patient's white blood count was elevated to 17.38 l/ul. The patient was treated with suppressive antibiotics. The patient was asymptomatic and was discharged to home. The driveline was not cultured when the patient was discharged and the patient will follow up as an outpatient. No further information was provided.